Event description:
During the index procedure, one endeavor sprint was used to treat the lmca and one endeavor sprint was used to treat the lad. Approximately 11 months post index procedure, the patient suffered from a bleeding gastric ulcer. The outcome is in remission. The patient was on dapt at the time of the event. Investigator has indicated the device is not related to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.